Event description:
According to the reporter, during the closing of the gastrojejunal anastomosis, the needle broke in half, and half of the needle was embedded into the tissue at the gastrojejunum. The surgeon did not identify from the intra-abdominal view or the endoscopic view, so the doctor just leave the needle in place instead of taking down the whole anastomosis and digging in the tissue blindly. Because of this, the patient had a small portion of the needle still inside the cavity.

Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot#173016). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.